Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 312 mg/dl. Complete system check was not able to be completed with tandem technical support and the cause could not be determined. Tandem technical support made multiple attempts to finish troubleshooting, but customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support and the cause could not be determined. Customer's blood glucose was 312 mg/dl.